Event description:
It was reported the catheter had been previously placed into the pt's right arm. The clinician noticed the catheter body was cut in two during the dressing change. No leaking was noticed prior to the dressing change. It looks like the catheter was cut. As a result, the catheter was exchanged for the new one. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).